Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The events were reported to allergan by a patient. Patient consent to allergan to contact their healthcare professional for further information was requested. Reason for reoperation: rupture.

Event description:
Patient reported rupture and pain. Device remains implanted. This record relates to unknown side.